Manufacturer narrative:
The reported event of dislodgement and impedance problems were not confirmed. The helix was measured to be within required specification. Electrical features of the device were analyzed and revealed to be normal. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that low pacing impedance was observed on the right ventricular device. Additionally, the patient experienced ventricular tachycardia, and the physician alleged this was related to the implant position of the device. A microdislodgement of the device was the suspected cause of the low impedance. The device was explanted and replaced to resolve the event, and the patient was in stable condition.